Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found to be within specification during testing. The reported condition 'broken screen' was not verified. Evaluation observed and found no damage to the screen and the unit functioned normally. Troubleshooting the device revealed no hardware or software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump screen appeared white and had no visuals. The problem was found during testing at the biomedical service department. There was no patient involvement. No additional information is available.